Event description:
It was reported by that post implant a realize band procedure, the patient was being followed for a number of weeks for band adjustments. Each time there was missing fluid. The patient was scheduled for a port replacement. During the procedure, the surgeon noticed that the flexible sheath that covers the tubing had slipped off. The surgeon added saline through the port to check for leakage and found it was leaking where the sheath was disconnected in the band tubing. All adjustments were performed by the pa. The last three fills were performed under fluoroscopy. The patient is fine are the port replacement procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Punctured the injection port with locking connector and 5.2 cm of catheter were returned for evaluation. Note: the tubing strain relief (tsr) was not returned for evaluation. Upon visual inspection, it was observed that the catheter was punctured 4 times. These punctures are localized at 4.7 cm from the tubing connection (punctures were probably performed by a needle). A leak test was performed and it was noted that leaks were observed where punctures were localized. A potential root cause of the reported event is that failure to establish port location by palpation or fluoroscopy before band filling as recommended within the instruction for use (IFU) may result in the catheter being inadvertently punctured during the band adjustment procedure, this is one possible scenario. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.